Event description:
Same case as MDR ID: 2134265-2018-04822. It was reported that the delivery system was torn. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and a 27mm watchman ® laa closure device & delivery system (wds) were used. While the physician was advancing the wds into the was friction was noted preventing further advancement. The physician had pinned the core wire against the inner sheath causing a tear. A second 27mm wds was advanced and the same issue occurred; however, there wasn't as much damage and they were able to continue with the second device. The closure device was deployed and released. There were no patient complications reported. The patient condition is good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: returned product consisted of 3 watchman delivery system (wds) and a watchman access sheath (was). The shaft, implant and hub of this wds were examined. There were numerous kinks. There was a hole in the delivery system 9cm from the proximal end of the hub. The hole is consistent with interaction with the core wire. The implant was received in the lumen of the wds. There was excessive blood in the shaft and on the implant. The device was soaked to loosen the blood. The implant was deployed with no difficulty, during analysis to inspect for damage. There were anchors bent back distally. The implant size is consistent with the reported information. The kinks in the wds and was prevented the wds to advance through the was. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04822. It was reported that the delivery system was torn. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and a 27mm watchman® laa closure device & delivery system (wds) were used. While the physician was advancing the wds into the was friction was noted preventing further advancement. The physician had pinned the core wire against the inner sheath causing a tear. A second 27mm wds was advanced and the same issue occurred; however, there wasn't as much damage and they were able to continue with the second device. The closure device was deployed and released. There were no patient complications reported. The patient condition is good.